Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the rep was at a dye study and read the pump logs. The pump logs read a motor stall occurred on (B)(6) 2020 and then on (B)(6) 2020 the pump recovered. It was stated there was no imaging. No symptoms were reported. Additional information received indicated the rep called back and asked what could cause the pump to stall. Information regarding what could have caused the motor stall was reviewed. The patient did not believe they had a magnetic resonance imaging (MRI) on (B)(6) 2020. The rep will review information with healthcare professional (hcp). It was noted it was a medical decision to replace the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 14-feb-2020 from a healthcare professional (hcp) via a company representative who reported that the cause of the motor stall was unknown. There were no other stalls in the logs. The hcp was planning to replace the pump. No further complications were reported/anticipated.